Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was in back-up mode due to magnetic resonance imaging (MRI) performed resulting in loss of high voltage therapy. As a resolution the ICD was reprogrammed and restored. The patient condition was stable.